Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with two gore&#59397;excluder&#59393;aaa endoprostheses. It was reported both devices were implanted with no issues. Post procedure, on the same day, the patient's ipsilateral limb reportedly "pinched". A femoral to femoral artery bypass was performed to perfuse the patient's left side. It was reported the patient tolerated the procedure.